Event description:
Perfusionist reported that the elite touch screen froze during a case. They were unable to control the pump, so they replaced it with the back up to successfully complete the case. Loss of ability to control pump considered a reportable event, despite no harm to patient.

Manufacturer narrative:
Determined to be a problem with the touchscreen, as error persisted when used on another workstation. However, the root cause was not able to be determined.